Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number: (B)(4). Event occurred in united states. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On (B)(6) 2024, reported that patient suffered from high blood glucose and diabetic ketoacidosis. Patient having high levels of ketones. High blood glucose level was treated with manual injection. The blood glucose level was 500 mg/dl at time of hospitalization. Feeling sick/unwell headache and vomiting symptoms were reported at time of hospitalization. No further information available.